Event description:
It was reported that during a transjugular intrahepatic portosystemic shunt procedure, a balloon rupture occurred. The calcified target lesion was dilated with a 8.0mmx 60mmx75cm mustang balloon. The mustang balloon was inflated to 22atms and ruptured on the first inflation. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a transjugular intrahepatic portosystemic shunt procedure, a balloon rupture occurred. The calcified target lesion was dilated with a 8.0mmx 60mmx75cm mustang balloon. The mustang balloon was inflated to 22atms and ruptured on the first inflation. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the balloon material was torn circumferentially at approximately 38mm distal to the proximal transition zone. The shaft of the device appears severed at 641mm distal to the strain relief. There is no evidence of stretching of the shaft at the break point. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is determined to be user related as the rated burst pressure for this device was exceeded. (B)(4).